Event description:
On 7/11/97 a medtronic micro-jewel ii, mode 7223 cx defibrillator with a screw-in 65cm. Medtronic model 6936 difibrillator lead was surgically implanted. Eight days post-op a visitor to the patient's home struck the patient in the defibrillator site. Subsequent interrogation of the device on 7/21/97 showed non-capture of the ventricular pacing component at five volts. On 7/23/97 the defibrillator and lead were surgically removed and inspected with subsequent replacement of the lead.